Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough investigation, we have found that the main reason for failed connection attempts was due to loss of bonding keys. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Please try resetting the bluetooth cache and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the mobile device. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.